Manufacturer narrative:
Concomitant medical products: 6947m lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead and right atrial (ra) lead dislodged due to twiddler's syndrome. The ra lead was repositioned without issue. During rv lead repositioning, the physician noted that the helix dislodged from the apex again. A final positioning attempt was made and the rv lead pin would not screw into the device header properly due to a possible set screw failure. The device was explanted and replaced and both leads remain in use. No further patient complications have been reported as a result of this event.